Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with partially broken retainer ring. Unable to lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, missing display window cover, keypad overlay texture damage, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and broken battery tube threads. No damage on the belt clip rails noted. Reservoir unable to lock into place confirmed due to partially broken retainer ring. Cosmetic damage was confirmed at the case behind the pump at the battery compartment and battery tube threads. Cosmetic damage at the belt clip rails was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced belt clip rail, case, battery tube side and battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1884 was requested and customer responded the device was returned.